Event description:
Philips received a complaint regarding the philips efficia dfm100 defibrillator, indicating that the service did not pass the test. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The results of functional testing indicate that the reported issue involved the service failing a test and being inaccessible. An fse was assigned to investigate the problem, and it was subsequently resolved by implementing a change in the 3-lead ECG trunk cable consumable. This change enabled successful communication with the service, thus resolving the issue. Based on the available information and conducted testing, it was confirmed that the reported problem was caused by the poor condition of the 3-lead ECG trunk cable. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The field service engineer (fse) replaced the 3-lead ECG trunk cable consumables to resolve the reported issue. The investigation has concluded that no further action is required at this time.